Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and was unable to duplicate reported failure. However, the stm adjusted the autofill and removed moisture from the drain line. Full functional and safety checks were performed to factory specifications and the iabp was returned to the customer for clinical service.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated "high drive pressure" alarm. The customer restarted the iabp several times and it would work for only a few minutes between alarms. The iabp was labeled and taken to their biomedical engineer. There was no patient harm and no adverse event was reported.